Event description:
The nurse has reported to the sale rep that when opening the stem during operation, they discovered that the centralizer was missing in the box. The surgery proceeded without delay by using a new item/opening a new implant.

Manufacturer narrative:
The device was not returned. Therefore, the event cannot be confirmed. A review of the device history records indicate that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.